Event description:
A caller reported an error message with their continuous glucose monitoring system, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, and the caller successfully restarted their sensor session without any further errors appearing on the pump.